Event description:
Procedure type: gastric bypass. According to the reporter: first fire the stapler sounded and was slower than usual. Second fire it stopped mid-fire. The stapler would open. Opened another stapler to correct this condition. Current pt status: fine. No pt injury. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. Gore seamguard buttress material was used.

Manufacturer narrative:
(B)(4).